Manufacturer narrative:
(B)(4): the pump was returned with visible moisture in the display lens and visible corrosion in the battery compartment. The returned battery cap was difficult to remove from the pump; the battery cap threads were found to be stripped. Investigation revealed that the battery compartment had a crack extending from the threads to the case seal. The pump was exercised for 24 hours with the test battery cap and no power loss or rebooting was duplicated. A battery compartment leak and internal moisture in the pump was found during testing. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after it was exposed to water. There was moisture present within the meter. Battery acid was present in the battery compartment. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.